Event description:
(All info received is from initial rptr. No info has been obtained directly from end user). Customer used elecronic ear thermometer on 3 week old baby obtaining reading of 36 degree c. Customer then tested bayb's temp rectally with a glass mercury thermometer with resulting reading of 38.8 degree c. Customer then sought professional medical treatment where baby was hospitalized for two weeks due to toxic shock. Time frame between determining baby's temp rectally and seeking medical treatment is unk. Current condition of baby is unk.